Event description:
It was reported that the device has failed calibration. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
Other, other text: b5: additional information received on 29-jul-2022 via email and attached to complaint object: all issues with these pumps were discovered during testing and repair. No patient involvement was indicated. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: catalog number: 21-2120-0104-01. D4: correction: model number: 2120

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that this was the first time the pump had been in for service. The battery door was found to be chipped and cracked. Functional evaluation to include occlusion testing was performed. Error codes were not found in the device event history log. Results: the customer reported problem was not duplicated as the pump calibrated without issue and passed the occlusion test. Root cause of the reported event is unknown and could not be determined as the returned pump calibrated without issue and passed the occlusion test, no problem was found. Who caused the reported event is unknown and could not be determined. Preventive maintenance and calibration of the downstream occlusion sensor was recommended. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.